Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus repair center for repair service and evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
During an income inspection for a repair service at olympus repair center, it was found that the forceps elevator didn't move in a downward direction because the forceps elevator wire was broken. The user facility did not provide another detailed information such as when the wire broken. However, there was no report of patient injury associated with this event.